Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the time and date reset to default after the pump was rebooted during troubleshooting for an unrelated issue. It was reported that the pump had no damage or exposure to moisture prior to the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box revealed the time and date reset within 7 minutes of the pump powering off. The pump successfully performed a prime sequence and was exercised for 24 hours without issue. Evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.